Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, yellow particles, crease fold, missing, broken shell, delamination. Leak test was performed and found opening on anterior and posterior . A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool on anterior and posterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: various striated edge openings on anterior and posterior side due to surgical damage and a striated edge, broken on posterior side due to surgical damage. Additional, changed, and/or corrected data: b.5, b.7, d.4, d.6, d.7, d.10, h.3, h.4, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: " deflation of left breast implant with capsular contracture."

Event description:
Healthcare professional additionally reported left side "capsular contracture...the capsule was very thick," baker grade unknown and "calcified." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange of textured breast implant due to the patient¿s concern with the product. Device remains implanted.